Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope allowed for leakage at switch button 1. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: there were no abnormalities in the reprocessing accessories and the air/water nozzle was flushed detergent solution, air and water. The customer reported the air/water nozzle was wiped with clean, lint-free cloths/brushes/sponges. Finally, the customer reported they were using an olympus reprocessor but did not specify the model number. During testing, the reported issue was confirmed: the device was not water tight due to a scratch on switch button 1. Visual examination showed the following additional issues: the suction cylinder was sheared; the forceps channel port was sheared; the image guide protector was chipped; the scope cover plate was peeling; the paint on the suction cylinder was peeling; the paint on the air/water cylinder was peeling; the universal cord was wrinkled; the control unit was discolored; the adhesive on the bending section cover was chipped; the bending tube was deformed; switch button 4 was worn; and the connecting tube was wrinkled. Examination showed the following components were scratched: forceps elevator lever; forceps elevator knob; up/down knob; connecting tube; connector cover; scope connector cover; switch box; scope connector cover; scope connector; universal cord; hand grip; and control unit. Functional testing was performed: the device's bending angle in the up direction was outside of specifications and the up/down knob had excess play due to a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The customer's statement of reprocessing was reviewed and this confirms the device was reprocessed in accordance with device instructions. During investigation, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. The definitive root cause of the foreign material in the nozzle could not be identified. Olympus will continue to monitor field performance for this device.